Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of cell count reached up to 1000 and fluid drained is cloudy in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced cloudy peritoneal effluent. The patient began remedial treatment with vancomycin in pd solution, amikacin sulfate in the pd solution, and ceftazidime in the solution. It was unknown if the events of the cell count reached up to 1000 and cloudy effluent had resolved as well as whether dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. The reporter did not provide an opinion of causality for the events of cell count reached up to 1000 and fluid drained was cloudy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.